Event description:
On (B)(6) 2013, cardiohelp (serial number (B)(4)), at (B)(6), would not power on when the facility went to prime the device. (B)(4).

Manufacturer narrative:
(B)(4). The unit was returned to maquet (B)(4) for evaluation. On (B)(6) 2013, lifecycle engineering performed a request analysis report (B)(4) and determined that the complaint behavior could be reproduced. After full charging the cardiohelp batteries the unit could be switched on. The cardiohelp showed the same misbehavior as in lce-task 640, which was for disabling "power-path-mux", done by "smart battery manager"-ic type (B)(4)). This issue will be resolved in bug handling #(B)(4). Service report (B)(4) was generated for the repair of the unit. The sensor panel including the sensor board was replaced. (B)(4).